Event description:
The customer called to report that they were hospitalized for dka. It was indicated that the customer was bolusing to treat hbg when they woke up that morning. A few hours later, they began to vomit and called their md. It was reported that their md advised patient to take a manual injection and go to the hospital. At the hospital, the customer discovered that there were air bubbles in their cannula. Troubleshooting was done and the pump passed the functinal tests.